Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017 the intra-aortic balloon (iab) was inserted on an ami patient. During iab insertion using 0.025inch guidewire, it was unable to advance. Replaced iab to continue therapy. No patient injury was reported. It was noted that both tortuosity and calcification were not found.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was not returned for evaluation. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017 the intra-aortic balloon (iab) was inserted on an ami patient. During iab insertion using 0.025inch guidewire, it was unable to advance. Replaced iab to continue therapy. No patient injury was reported. It was noted that both tortuosity and calcification were not found.